Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator/monitor, indicating an issue with the device's battery. There were no reports of patient involvement. The customer has been informed that service on the unit can no longer be completed because the device has reached its end of life (eol). According to service bulletin (B)(6), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were also discontinued on that date. The end of support date for the device is (B)(6) 2018. The customer acknowledges the end-of-life terms, and the device remains at their location. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life, and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.